Event description:
A user facility reported that the mask was tested prior to use but after the physician put it in the pt and tried to inflate it, the mask did not inflate. When they reported the syringe from the valve a small white piece fell out. This lma was removed and another lma was used. It was reported that there was no pt problem or injury. The user facility has been requested to return the lma for investigation.